Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the collet in the problem area of the pipette assembly. The fse cleaned the collet and sleeve. The instrument was inspected, tested without further problem, and returned to service.